Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture, noisy signals and oversensing. Technical services recommended programming options around sensitivity for the system. The lead currently remains in service and no adverse patient effects were reported.